Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's lactate dehydrogenase (ldh) level was 855 u/l on (B)(6) 2017 and persantine was added to the anticoagulation regimen. A ramp echocardiogram revealed no evidence of pump dysfunction. The patient's ldh decreased, but was again elevated to 825 u/l on (B)(6) 2017. The patient was admitted to the hospital on (B)(6) 2017 and placed on integrilin and heparin infusions. The ldh levels improved and the patient was discharged home on (B)(6) 2017. The patient was readmitted on (B)(6) 2017 for recurrent uptrends in ldh levels and a pump exchange was subsequently performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Thrombus was confirmed through the evaluation of the pump. The driveline was cut approximately 3 inches from the pump housing and the distal portion of the driveline was returned in two segments measuring 8 inches and 29 inches. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.